Manufacturer narrative:
Visual inspection of the returned cannulae revealed that both cannulae had additional spliced cannula attached and applications of rescue tape on the left cannula. Additionally, there was evidence of general wear but no noticeable damage, i.e. Tears or cuts. The cannulae, in as received condition, were pressurized and submerged in water in an attempt to confirm the customer-reported air leak. The cannulae were able to hold 600 +/- 10 mmhg for at least 15 seconds. The rescue tape was then removed from the left cannula and a tear along the circumferential direction was visible over one of the interior wire coils. In addition to this tear, there was also a smaller cut on the opposite side of the cannula, however this cut did not appear to penetrate all the way through the cannula wall. The pressure test was performed again and the left cannula was unable to hold pressure thus confirming the air leak. The root cause of the customer-reported air leak was due to a tear in the cannula. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless-steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia CAPA-2022-0007 (formerly CAPA-0270), preventive CAPA for cannula, was opened to address preventive actions and is currently at step 5 action plan. Syncardia has completed its investigation and is closing this file. Ce 5751 comp-2022-0208 follow-up report 1

Manufacturer narrative:
The removed piece of cannula will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient had a leak in his cannula. The customer also reported that the cannula was repaired without adverse patient impact.